Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mobius multi modality monitoring system was backed into an object resulting in the ac inlet module to break free and exposed the electrical contacts to the metal frame of the unit. Additional information has been requested.